Manufacturer narrative:
No devices were returned for investigation. The reported air aspiration was likely caused by a leaking hemostatic valve for the flexcath steerable sheath.

Event description:
The physician in (B)(6) has observed, during different cases with different patients, that air is aspirated from the flexcath steerable sheath after the insertion of the arctic front catheter into the flexcath sheath (catheter introducer). No complications occurred in these cases and there were no patient injuries. The physician did not provide any additional information regarding the dates of the cases or the patients involved and no devices were returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.